Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric, and 80% stenosed left anterior descending artery. After successful pre-dilatation, a 2.5 x 12 mm xience prime stent delivery system (sds) was advanced to the lesion. Prior to inflation, negative pressure was pulled and blood was noted to be flowing into the indeflator. The sds was inflated to nominal pressure and the stent implant was deployed. The procedure was completed by successfully performing post dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A leak/rupture was confirmed. Based on visual, functional, and sem analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.